Event description:
It was reported that pump experienced malfunction with code displayed and fault ID available, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump malfunction code, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.